Event description:
During a lap ventral hernia procedure, the threaded stud on the handpiece broken during assembly. Another handpiece used to complete the procedure. No pt consequence.

Manufacturer narrative:
H4,6: info not available, device not returned for analysis.